Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the balloon rupture was the result of interaction with the heavily calcified lesion. The resistance during removal and separation were likely the result of the ruptured balloon material catching on the introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: device analysis noted the shaft to be stretched. It was then reported that light resistance was felt during withdrawal of the device with the anatomy and the guiding catheter. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous inferior epigastric artery. The 8.0x40mm armada 35 balloon dilatation catheter (bdc) ruptured radially and separated on the first inflation at an unknown pressure. The distal portion was retrieved with a snare device. A delay of one hour was noted in the procedure. A new unspecified balloon was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.